Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 400 mg/dl at the time. Her current blood glucose level was 262 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump. She also reported that she was not able to use the bolus wizard. She was assisted in programming bolus wizard settings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was programmed with test glucose meter. Device communicated properly and recorded the value properly from glucose meter. Device passed displacement test.(B)(4).